Event description:
Cor-knot suturing device designed to crimp and cut at the same time but surgeon had to manually cut the suture. Device did not function as it was supposed to. The cor-knot was set aside.